Event description:
During treatment of a tortuous calcified lesion at rca #3 and #4, a revolution ivus catheter was inserted over a neo's grand slam guide wire. Resistance was encountered and the revolution was unable to cross the lesion. The revolution became bound with the guide wire and the catheter and guide wire had to be removed from the pt together as a single bound unit. Use of this catheter was discontinued and a second revolution ivus catheter was used successfully for the rest of the procedure. The pt did not experience any adverse events and was released from the hospital as originally scheduled. It is volcano's current policy to report instances where a catheter issue may cause removal or exchange of the guide wire or guide catheter.

Manufacturer narrative:
(B)(4). The complaint device was not yet returned to the manufacturer so a device eval has not yet been performed. The manufacturing documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been reported for this failure mode within this lot. There was no evidence to suggest this device was not manufactured to specifications. If additional info becomes available at a later date, an updated report will be submitted.